Manufacturer narrative:
Event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-30459, 1627487-2020-23408. It was reported patient experienced ineffective therapy. As a result, patient underwent surgical intervention wherein the scs cervical system was explanted on (B)(6) 2020.